Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's mother reported via phone call excessive no delivery alarms on the insulin pump. Customer's blood glucose level was 480 mg/dl. Troubleshooting for the no delivery alarm was not performed. Customer was asleep and the mother did not want to wake them up. Customer's mother advised to do a complete set change. Customer does not want to send back the product for analysis. Customer advised to call back and troubleshoot if the alarm reoccurs. Customer advised there is a crack on the display screen as well.